Manufacturer narrative:
Device MFR date is unk at this point in time. Further attempts will be made for this info. Eval summary: the investigation determined that the circlip holding spring arm was installed incorrectly which allowed the horizontal arm to fall. The circlip (0682-000-223) is a component of the eds suspension that holds the spring arm/light assembly to the extension/horizontal arm. The circlip is installed by using a specific tool to place the circlip in its intended position. If the circlip is not installed properly, this can lead to a light head/spring arm assembly falling. This failure poses a severe health risk because, if the circlip is not installed properly, then the light head/spring arm assembly can fall and possibly lead to adverse consequences. This is not a single use device.

Event description:
It was reported that the surgeon was positioning the surgical lights for his upcoming case when the spring arm and led light head fell from light suspension's horizontal arm, landing on surgical resident's shoulder hitting him on the shoulder and lip then falling directly on the surgical table. The light head was still connected to the spring arm when it detached from the horizontal arm.